Manufacturer narrative:
It was reported that the device failed the flow transducer test during the pre-use check. Our field service engineer investigated the ventilator and found a failure in the o2 gas module. The nozzle unit was changed but the fault persisted and reinstalled on the o2 gas module. Replacement of the o2 gas module solved the issue. No logs or replaced part was returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. Therfe was no patient involvement. Manufacturer's ref. #: 414002